Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump lost power and was unable to power on after a call service alarm issue was emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a por event was observed in the black box. The returned battery/cartridge caps were used during investigation. The battery compartment was cracked at the threads on the side and below the pad. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly; no power interruptions or any errors, alarms or warnings that occurred during the investigation. The product performed within specification and the reported ¿no power¿ complaint was not duplicated during investigation. The pump¿s cover was removed: moisture corrosion was found to the power pcb, the cgm module, and to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.